Event description:
A bipap a40 device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During evaluation of the device, the service technician noted from the device data that the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds (error code 50) and the device cannot be operated after three restarts (error code 88). Error codes 50 and 88 are ventilator inoperative codes. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted tobacco contamination and dust contamination. No repair was performed. The device was scrapped by the service center after the evaluation was completed.